Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was placed in the cath lab and a 40cc helium adaptor was plugged in but a 30cc reading came up on the console. The catheter was successfully replaced and later they put the key into another console and it read correctly. There was no reported death or patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the reported device for investigation. The reported complaint that the "40cc helium adaptor was plugged in but a 30cc reading came up on the console" is not confirmed. Although, the root cause of the complaint is undetermined the returned 40cc driveline tubing in question passed functional testing and met design specifications. No further action required. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that an intra-aortic balloon (iab) was placed in the cath lab and a 40cc helium adaptor was plugged in but a 30cc reading came up on the console. The catheter was successfully replaced and later they put the key into another console and it read correctly. There was no reported death or patient complications.